Event description:
It was reported through implant patient registry that a patient with a 25mm 11500a aortic valve implanted for 2 years 4 months underwent redo aortic valve replacement due to unknown reasons. A 25mm 11500a valve was implanted in replacement. Post procedure patient in recovery. Per idc; prosthesis was removed due to deficiency in the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve implanted for two (2) years and four months underwent redo aortic valve replacement. The valve was degenerated with extensive chronic thrombus and pannus, and stenosis. A 25mm 11500a valve was implanted in replacement. Per the records: the patient was admitted for right fasciotomy wound debridement d/t acute right arterial thrombus s/p emergent thrombectomy, endarterectomy at another hospital. Tee for embolic workup revealed large mobile multiple echodensities, aortic valve thickening and vegetations. On hospital day #11, the patient underwent redo avr. Intraoperative findings: the indwelling aortic valve was degenerated with extensive chronic thrombus and pannus, there was no annular involvement. The device was replaced with another 25mm 11500a valve, he tolerated the procedure well with no complications. On pod #5, the patient discharged home in stable condition with home health services.

Manufacturer narrative:
Updated sections: b5, b6, b7, d4 expiration date, h4, h6 component codes, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.